Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 216 mg/dl. Customer had a watchdog timeout alarm and has no control over the pump. Customer took out the battery and when they placed it back in, none of the buttons responded. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump passed the self test and the displacement test. No error alarms were noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.